Manufacturer narrative:
A visual inspection was performed on two opened and used enlite sensors. Found both sensor cannulas were bent and retracted inside of the sensor base also, one of the sensors had the cannula broken inside of the sensor base. Unable to confirm if the customer received the sensors in said condition due to the customer returned the sensors opened and used.

Event description:
The customer called and reported that upon removing two different sensors, the copper on the cannula was missing. Customer's blood glucose was not known. Customer was advised the sensors would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.